Event description:
It was reported that on or about (B)(6) 2004 plaintiff was implanted with a sparc system. It was alleged by the attorney for the plaintiff that as a result of the implanted product the plaintiff ¿has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life and inability to engage in chosen and necessary activities.¿ it was also reported that the plaintiff had an add¿l non-ams mesh device implanted on (B)(6) 2008.

Manufacturer narrative:
Should add¿l info becomes available regarding this event it will be re-evaluated and a follow-up report will be sent.